Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non- tortuous and non-calcified lesion located in the right coronary artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury. It was assessed that the event was not due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
Evaluation summary: there were three kinks on the hypotube 6.2cm, 16.8cm and 26.8cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 9th and 11th distal stent wraps with struts raised. No deformation was evident to the distal tip. The 0.015-inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.